Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400s mg/dl. Cause of bg level was not known. Customer went to the emergency room with high ketones and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline, insulin, and potassium and was discharged 3 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.